Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose reading of 500 mg/dl, with polydypsia. Trouble shooting with customer technical support did not reveal any delivery issues but the pump will be replaced due to an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as a cause of/contributor to the hyperglycemic event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. No defect was found. Last basal delivery was on (B)(6) 2014, no activity outside of normal use is observed, tdd add up and equal the programmed basal rate target. The pump reflected 24u after 24hr on 1u/hr basal program, the product deliver within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.